Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose level at the time of incident was 31 mg/dl. Customer stated the infusion set boxes had kinked infusion set cannulas. Customer reported slight bent cannula. Customer treated high blood glucose level with manual injection. Status of auto mode feature was unknown at the time of high blood glucose event. Customer was not assisted with troubleshooting. The insulin pump will not be returned for analysis.